Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed and post-reset ram crc alarm pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm but unable to rewind the pump. Customer states that error occurred second time. The insulin pump will be returned for analysis.